Event description:
It was reported that tip detachment occurred. The occluded target lesion was located in the unspecified blood vessel. A 300cm moderate support, j-tip pt guidewire was advanced and while attempting to cross the lesion, one cm piece of the tip was detached. Physician located the detached tip and elected to leave it where it was inside the patient. The procedure was not completed due to this event. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).